Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report problems with the meter. The customer's blood glucose reading was 303 mg/dl during the call, but had been up to 600 mg/dl. The customer treated with insulin. Troubleshooting was declined. Nothing was replaced or returned.